Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; water tightness was lost on switch 1; the adhesive on the bending section cover had a scratch, the adhesive around the light guide lens was peeled; the forceps channel port was shaved; scratches were observed on the following; plastic distal end cover, objective lens, forceps elevator lever and knob, the connecting tube, upward and downward knob, switch 2, switch box, scope cover, suction connector, universal cord, grip, control unit, right/left knob. In addition, it was observed that due to a scratch on the objective lens, the image had a partially dark area and the protector of the universal cord on the suction connector side had a scratch. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had air bubbles coming from the forceps channel. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; foreign matter was found inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.